Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining ind (indeterminant) flagged myoglobin results for two (2) patients generated by the unicel dxc 600i access immunoassay system. During trouble shooting with bec hotline, it was discovered that the myoglobin reagent pack used to generate the ind flagged results had been shared between another access instrument. It was confirmed that no erroneous results were reported out of the laboratory. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. The customer confirmed to the bec hotline that the myoglobin reagent pack used to generate the ind flagged patient results had been loaded on both of the customer's instruments and that the tests had been ran off that pack on both of the customer's instruments. Service was not dispatched for this event. Use error is the root cause for this event.